Event description:
It was reported that during a ptca/stenting treatment procedure, the ultra-soft small vessel monorail 5/2.0 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the superficial femoral artery. The physician used a 6 fr terumo introducer sheath for vascular access. The ultra-soft sv monorail balloon was being used to predilate the lesion for placement of an easy wallstent. The ultra-soft sv monorail balloon was removed and replaced with a tl5/40 mm balloon to predilate the lesion. The easy wallstent was implanted and a tl5/40 mm balloon was used to post-dilate the stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.